Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states the paddle handle with the led's is broken. No pt involvement.